Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) was confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 203. The cause for the failure was isolated to a lifted c19 capacitor pad on the defibrillator pca. The root cause for the lifted c19 capacitor pad could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.